Event description:
Additional information from the hcp reports the pt had reported not feeling well, dreaming issues, jumpy legs, nausea, and intolerance to scents. The symptoms were worsening throughout the day. The pump was refilled. After the replacement surgery, the pt is reported to have recovered without sequela.

Event description:
The hcp reported the patient was experiencing withdrawal symptoms. A rotor study and catehter dye study were done and reported as ok. The device system was explanted and replaced. The pump implant duratin had been 44 months. A follow up report will be sent when additional information is received.